Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed the pump powers to verify screen with audible and vibratory features. The display screen has a pinkish contrast. Performed rewind and load cartridge successfully, then primed cartridge to 130u. Investigators removed cartridge and verified cartridge was at 130u, the cartridge was reinstalled and performed rewind, then load once again and the piston stopped at 130u, display correctly read 130u. The remaining insulin was calculated accurately. Investigators were unable to duplicate complaint. The battery compartment is cracked between bumper pad and cover. Returned battery cap and returned cartridge cap are able to attach to the pump and were used to complete testing. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the display had a pinkish contrast and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.